Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) reports they had the device implanted to help with urine retention. Pt states for the last couple of months now they are having a return of symptoms. Pt states they are retaining urine even though they are trying to go the bathroom. Pt states they did go back to the doctor and had an x-ray taken of the system. Pt states they're not exactly sure what they found. Pt states they met with the manufacturer representative (rep) and they tried tweaking the device as well. Pt states since last week they woke up in the morning and couldn't urinate at all. The only time they could was when they had a bowel movement and it was just a little dribble. Pt states they are now having to catharize as the doctor is concern that this will cause damage to their bladder. Pt states at the moment they can urinate but it's slow getting started and it's not a steady stream. Pt states they doctor did mention the device was getting down to about 15% and that they may need to replace the implant or the entire system. Troubleshooting was unable to be performed as pt stated they have already tried increasing stimulation to the highest they can go on all the programs available. The patient was redirected to their healthcare provider to further address the issue.